Event description:
Underdelivery reported. The pump had been set to infuse an unspecified amount of 5fu in 200ml solution at 1.1ml/h to run over a seven day period.the container was set up in a fanny pack for home care use and started on 3/3/99. The patient was seen in the clinic office on 3/5/99 for an access site dressing change. At that time, a nurse noted that only 2.7ml (per dispaly) was gone from the IV container. The patient reported that no alarms had sounded. The pt did not experience any adverse efects, although the physician was "upset that the patient missed 48 hours of chemotherapy". The IV access line remained patent. No additional information was available.